Event description:
It was reported that the patient was asymptomatic. It was noted on remote transmission that the pacing impedance was low. No changes were made. The patient was to continue with regular follow ups in clinic. The patient was stable throughout.